Event description:
Silicone oil above the plunger - look at picture. Pharmacist responsible for cytostatic productions decided not to use these syringes in waiting for bd position. No consequences for patients.

Manufacturer narrative:
(B)(4) - follow up MDR for correction. Initial MDR submitted in error. After further review of the complaint details, this complaint is not MDR reportable as there is no risk for serious injury or death. Additionally, the defect was found prior to use and the product was not able to be used.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material patient problem code: f27 ¿ no patient involvement.

Event description:
Silicone oil above the plunger - look at picture. Pharmacist responsible for cytostatic productions decided not to use these syringes in waiting for bd position. No consequences for patients.